Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was currently in the ICU for dehydration and diabetic ketoacidosis. The patient's blood glucose at the time of admission was 667 mg/dl. Troubleshooting did not occur since the husband did not have the insulin pump with him at the time of call; he was advised to call back when he had the device with him in order to troubleshoot. No products were returned or replaced.